Manufacturer narrative:
During a coil embolization of a target lesion of the internal carotid-posterior communicating artery when using the prowler 10 microcatheter (606-051x) for supporting the noncordis chikai/asahi guidewire (gw) friction was felt and the gw was stuck and stopped advancing. The microcatheter was replaced with a noncordis boston scientific sl10 which was used without any difficulty. The procedure was completed without patient injury. The vessel in the (B)(6) female was not calcified or tortuous. The size of the guidewire is not known. A continuous flush was maintained through the microcatheter. It is not known if the event occurred during initial insertion prior to insertion or during use in the patient. No further information is available. The microcatheter was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15073652 no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the available information and without the return of the device for analysis, no conclusion can be made regarding possible contributing procedural factors or root cause of the reported inability to advance the guidewire through the prowler 10 microcatheter. With review of the device history records there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The procedure was coil embolization of the (ic-pc) internal carotid-posterior communicating artery that was not calcified and not tortuous. The cath prowler 10 150cm dualmark microcatheter ((B)(4)) was used for supporting the guide wire (chikai, asahi intec). When the guide wire was inserted in the microcatheter, friction was felt and the wire was stuck and stopped advancing. The microcatheter was replaced with other product (sl10, boston scientific), and the new product was used without any difficulty. The procedure was completed without patient injury. After the guidewire was stuck, both devices were removed as a unit from the patient. After the event, no damages were noticed on the microcatheter or guidewire that may have contributed to the event. A constant and dedicate saline source was utilized at all times. No information was provided. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
The procedure was coil embolization of the (ic-pc) internal carotid-posterior communicating artery that was not calcified and not tortuous. The cath prowler 10 150cm dualmark microcatheter (606-051x) was used for supporting the guide wire (chikai, asahi intec). When the guide wire was inserted in the microcatheter, friction was felt and the wire was stuck and stopped advancing. The microcatheter was replaced with other product (sl10, boston scientific), and the new product was used without any difficulty. The procedure was completed without patient injury.